Manufacturer narrative:
This device has been received by this manufacturer, but a physical evaluation has not yet been performed. At this time, we are unable to determine if the device met specification or to determine the relationship between the device and the cause of this event. A review of the device history records was performed for the indicated packaging and component lots for any deviations related to the reported defect of the complaint. The device history record review confirms that the lot met all material, assembly and performance specifications. There have been no previously reported complaints for lot number 1202181. No adverse trends were detected for "fracture distal to the suture wing".

Event description:
The complainant reported that a vaxcel pasv PICC was therapeutically placed in a female patient in 2007. Eleven days later, the pt returned to the facility for infusion therapy. During this procedure, the patient experienced pain. When the clinicians explanted this device they noted a fractured lumen, located distal to the suture wing. The device was successfully replaced with a peripheral IV. The complainant reported that there was no adverse affect on the patient as a result of the reported malfunction.